Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event and clarified that the ins was still in use, the location was just moved. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain, head/neck, and spinal pain. The patient reported that their previous implantable neurostimulator (ins) was replaced because it was causing zapping. It was noted that the ins was replaced on (B)(6) 2019. No further complications were reported or anticipated.